Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. Force measurements were recorded during ablation that exceeded the recommended values per the IFU; however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. Following isolation of the pulmonary veins, the patient remained in atrial fibrillation. While ablating low amplitude, high frequency egvs, the patient became hypotensive and an ice catheter revealed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. The patient was transferred to ICU in stable condition. There were no performance issues with any sjm device.